Event description:
Related manufacturer reference number: 2017865-2024-01917 it was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) and right ventricular lead were exhibiting high defibrillation impedance. No changes or intervention was reported. The patient was in stable condition.